Manufacturer narrative:
There was damage to the distal portion of the screw, approx 6mm thread showed evidence of screw contacting another device. If this contact changed the trajectory of the screw, this could cause cross-threading.

Event description:
The most distal thread crest on the head of the screw sheared off just as it was about to seat into the plate. The surgeon used k-wires that we did not provide, and the sales rep said they were slightly smaller, and believes the plate shifted while the surgeon was inserting the screw.